Event description:
Impedance readings of >10,000 ohms were found. The only combinations in the normal range were 2-3, 2-9, and 3-9 which did provide stimulation for the pt, but the stimulation was in the wrong location. Additional info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.